Event description:
It was reported that the lubrisil temperature sensing foley catheter had a product failure and stopped working.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause was not chosen due to a lack of information. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the silicone temp-sensing catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the lubri-sil temperature sensing foley catheter had a product failure and stopped working. Additional information required.